Event description:
The events in this report are from an article published in the october 2000 pace supplement. The article summarizes device experience as described in the danish pacemaker registry. Because the devices are not identified by serial number, we are unable to ascertain the actual device manufacturing sites, manufacturing dates or if the events have been previously reported. Models 4003, 4951, 5023, 6907, 6932: no capture models 4011, 6936: damaged/cracked/cut insulation